Event description:
The event is reported as: pt is on a ventilator, interference is on the mp70 monitor causing the asystole alarm.

Manufacturer narrative:
Report source - other - a recall associate for teleflex medical. The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report. The results of the investigation are not available at the time of this report.